Event description:
The report received from the study indicated that the pt was enrolled in the study and had two precise stents successfully implanted in the proximal left internal carotid artery (lica) during the study index procedure in overlapping fashion: a 9 x 40mm stent proximal to the target lesion and a 7 x 30mm stent. An angioguard 6 mm embolic protection device was used during the procedure. During post-dilation, the pt was reported to have experienced an ischemic stroke. The stroke was characterized by: behavioral change, dysarthria, and right hemiparesis. The onset of symptoms was sudden and the duration of the event unk. The pt had a neurological deficit upon leaving the angiography suite post-procedure. The event was reported to be related to the study procedure and was unrelated to a cordis product or anticoagulation. The pt's act during the procedure was 387. No intervention or emergency cea surgery was required. The pt was asymptomatic for the index procedure. The proximal lica target lesion was reported to be: an 86% stenosis, 26mm length, 4.9 mm reference diameter, moderately calcified, mildly tortuous, and eccentric. The lesion was pre-dilated. The residual stenosis was 0%.

Manufacturer narrative:
The product is not available for inspection. This study pt underwent carotid artery stent implantation and during the procedure suffered an ischemic stroke. This is a male with medical history including hyperlipidemia and prior coronary percutaneous revascularization. This pt meets the high risk criteria of age. The pt was asymptomatic for the index procedure. The proximal lica target lesion was reported to be: an 86% stenosis, 26 mm length, 4.9 mm reference diameter, moderately calcified, mildly tortuous, and eccentric. The lesion was pre-dilated. The residual stenosis was 0%. The report received from the study indicated that the pt was enrolled in the study and had two precise stents successfully implanted in the proximal left internal carotid artery (lica) during the study index procedure in overlapping fashion: a 9 x 40 mm stent proximal to the target lesion and a 7 x 30 mm stent. An angioguard 6 mm embolic protection device was used during the procedure. During post-dilation, the pt was reported to have experienced an ischemic stroke. The stroke was characterized by: behavioral change, dysarthria, and right hemiparesis. The onset of symptoms was sudden and the duration of the event unk. The pt had a neurological deficit upon leaving the angiography suite post-procedure. The event was reported to be related to the study procedure and was unrelated to a cordis product or anticoagulation. The pt's act during the procedure was 387. No intervention or emergency cea surgery was required. Note: facility lot # 01401034 is cordis lot# 70608515. Facility did review the device history records relative to the mfg, inspecting and packaging of lot 01401034. This packaging lot contained all units, which were shipped on july 24, 2008. The history records indicate this product was final inspection tested and was determined to be acceptable. A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Review of lot 13293099 revealed no anomalies during the mfg and inspection processes that can be associated with the reported complaint. Zero units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Review of lot 13445964 revealed no anomalies during the mfg and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 13445964. Ischemic stroke is a well-known potential adverse event associated with the carotid stent implantation procedure. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. There is no evidence that mfg issues contributed to the event. No corrective action is required at this time. Review of the info suggests that vessel and procedural factors may have contributed to the reported event. This is one of three products used during the same procedure. Please ref MFR report # 9616099-2009-01886, # 9616099-2009-01887. Please note that this is the initial/final report for this product.